Event description:
Reportedly, per the respiratory therapist who was present, the alarm sound was intermittent. It was noticed that the alarm was sounding somewhat normally and then the pitch would drop to barely audible. This occurred during use on a pt. The pt was switched to another ventilator. Please note that there was no harm to pt.